Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the plasma coagulation probe output did not start when attempting to stop bleeding. The issue occurred during an unspecified procedure. The procedure was completed after switching to the same product. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h6, h11. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, there were no indications of a malfunction; therefore, a root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.